Event description:
It was reported that the patient observed fluid leaking from the filter of a non-dehp extension set. It was noted after the nurse changed all the intravenous lines. Upon further inspection of the tubing, the nurse noted that there was a crack on the proximal end of the filter. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample did not identify any nonconformances. The sample was attached to an in-house secondary set and solution bag. The sample was re-primed and a functional flow test was performed. No leaks were identified during the priming and flow check. An underwater leak test was performed and no leaks were identified. The solvent bonds were pull tested with no failures. The sample housing and tubing was visually inspected under a microscope. The tubing and housing appeared normal, including the outlet end cap vent hole. The sample performed as designed with no leaks or failures noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.